Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient noted their implantable cardioverter defibrillator (ICD) emitting tones. The clinic told the field representative that the right atrial (ra) lead exhibited high out of range pacing impedance measurements and were bringing the patient into the clinic. Boston scientific technical services (ts) was consulted upon review found there had also been a gradual rise in right ventricular (rv) lead shock impedance measurements over the last four months, however they were not out of range. Ts suggested troubleshooting. The field representative noted during the in clinic evaluation the cause of the high out of range ra pacing impedance measurements and increasing shock impedance measurements were unknown and that the clinic will continue to monitor the patient. The ICD, ra and rv leads remain in service and no adverse patient effects were reported. Additional information was received that the patient reported hearing tones from the ICD. Review of the remote home monitoring system noted pacing impedance measurements of less than 200 ohms for the ra lead. During in-office interrogation the ra lead impedance measurements were within normal limits between 425 and 435 ohms. Isometrics were performed and noise was able to be recreated. Review of the patient's chart noted that noise was able to be recreated with isometrics previously. The physician noted a possible insulation issue and that they would continue to monitor the patient via the remote home monitoring system since the ICD had approximately one year battery life remaining. The ICD and ra lead remain in service and no adverse patient effects were reported. Additional information was received that six months later the patient received several appropriate shocks and atrial undersensing was observed during the shock episodes. During interrogation the patient was shocked two more times. Where it was observed that during the arrhythmia, the atrial electrogram (egm) went flat due to no sensing on the ra channel. The ICD was programmed to sense and pace in both the atrium and ventricle and had been atrial sensing appropriately previously. P waves were able to be seen on the external monitor. The patient was seen again four days later and normal impedance was observed. Ts suggested isometrics and arm movements while measuring impedances. A lead issue is suspected. Ts commented it is not uncommon that a shock can reveal or exacerbate a lead issue. Ts suggested when the device is replaced to evaluate and consider replacing the ra lead. The ra lead remains in service and no adverse patient effects were reported. Additional information was received that the ra lead was surgically abandoned and replaced during the normal change out procedure. No additional adverse patient effects were reported.

Event description:
It was reported that the patient noted their implantable cardioverter defibrillator (ICD) emitting tones. The clinic told the field representative that the right atrial (ra) lead exhibited high out of range pacing impedance measurements and were bringing the patient into the clinic. Boston scientific technical services (ts) was consulted upon review found there had also been a gradual rise in right ventricular (rv) lead shock impedance measurements over the last four months, however they were not out of range. Ts suggested troubleshooting. The field representative noted during the in clinic evaluation the cause of the high out of range ra pacing impedance measurements and increasing shock impedance measurements were unknown and that the clinic will continue to monitor the patient. The ICD, ra and rv leads remain in service and no adverse patient effects were reported. Additional information was received that the patient reported hearing tones from the ICD. Review of the remote home monitoring system noted pacing impedance measurements of less than 200 ohms for the ra lead. During in-office interrogation the ra lead impedance measurements were within normal limits between 425 and 435 ohms. Isometrics were performed and noise was able to be recreated. Review of the patient's chart noted that noise was able to be recreated with isometrics previously. The physician noted a possible insulation issue and that they would continue to monitor the patient via the remote home monitoring system since the ICD had approximately one year battery life remaining. The ICD and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient noted their implantable cardioverter defibrillator (ICD) emitting tones. The clinic told the field representative that the right atrial (ra) lead exhibited high out of range pacing impedance measurements and were bringing the patient into the clinic. Boston scientific technical services (ts) was consulted upon review found there had also been a gradual rise in right ventricular (rv) lead shock impedance measurements over the last four months, however they were not out of range. Ts suggested troubleshooting. The field representative noted during the in clinic evaluation the cause of the high out of range ra pacing impedance measurements and increasing shock impedance measurements were unknown and that the clinic will continue to monitor the patient. The ICD, ra and rv leads remain in service and no adverse patient effects were reported. Additional information was received that the patient reported hearing tones from the ICD. Review of the remote home monitoring system noted pacing impedance measurements of less than 200 ohms for the ra lead. During in-office interrogation the ra lead impedance measurements were within normal limits between 425 and 435 ohms. Isometrics were performed and noise was able to be recreated. Review of the patient's chart noted that noise was able to be recreated with isometrics previously. The physician noted a possible insulation issue and that they would continue to monitor the patient via the remote home monitoring system since the ICD had approximately one year battery life remaining. The ICD and ra lead remain in service and no adverse patient effects were reported. Additional information was received that six months later the patient received several appropriate shocks and atrial undersensing was observed during the shock episodes. During interrogation the patient was shocked two more times. Where it was observed that during the arrhythmia, the atrial electrogram (egm) went flat due to no sensing on the ra channel. The ICD was programmed to sense and pace in both the atrium and ventricle and had been atrial sensing appropriately previously. P waves were able to be seen on the external monitor. The patient was seen again four days later and normal impedance was observed. Ts suggested isometrics and arm movements while measuring impedances. A lead issue is suspected. Ts commented it is not uncommon that a shock can reveal or exacerbate a lead issue. Ts suggested when the device is replaced to evaluate and consider replacing the ra lead. The ra lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient noted their implantable cardioverter defibrillator (ICD) emitting tones. The clinic told the field representative that the right atrial (ra) lead exhibited high out of range pacing impedance measurements and were bringing the patient into the clinic. Boston scientific technical services (ts) was consulted upon review found there had also been a gradual rise in right ventricular (rv) lead shock impedance measurements over the last four months, however they were not out of range. Ts suggested troubleshooting. The field representative noted during the in clinic evaluation the cause of the high out of range ra pacing impedance measurements and increasing shock impedance measurements were unknown and that the clinic will continue to monitor the patient. The ICD, ra and rv leads remain in service and no adverse patient effects were reported.